Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer indicated that it appeared to be caused by a collection error.

Event description:
It was reported that the additive was abnormal with a bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes. The following information was provided by the initial reporter: customer says the lab tech stated that when they are processing their samples, the tubes are gel like and hard. Additionally, on 2020-10-02 the customer provided the following additional information: after further investigation into the situation, it was determined that it was site collection error. The blood was drawn in a syringe and was clotting even before they attempted to transfer it to the vacutainer tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220473, medical device expiration date: 2021-08-31, device manufacture date: 2019-08-08, medical device lot #: 9344985, medical device expiration date: 2021-12-31, device manufacture date: 2019-12-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the additive was abnormal with a bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes. The following information was provided by the initial reporter: customer says the lab tech stated that when they are processing their samples, the tubes are gel like and hard. Additionally, on 2020-10-02 the customer provided the following additional information: after further investigation into the situation, it was determined that it was site collection error. The blood was drawn in a syringe and was clotting even before they attempted to transfer it to the vacutainer tube.